Event description:
This female ot was undergoing coil embolization within the basilar tip aneurysm. While advancing the 1st coil through the microcather, the delivery tube seperated. The delivery system including the coil with the microcatheter were removed as one unit from the pt's vessel. Rpeortedly, no resistance was felt during attempt to advance the coil delivery system into the microcatheter. Continuous flush was maintained within the micorcatheter and the same microcatheter was used to complete the procedure successfully. There was no adverse effect to the pt.